Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and self test. No unexpected stuck button alarms, changed battery alerts, blank display anomalies, beep anomalies or low reservoir alarms noted during testing. All buttons function properly however slight moisture damage on keypad traces. Device received with high active current measurement due to moisture damage on electronic assemblies. Device received with corroded force sensor assembly and moisture damage on motor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed stuck button error. Customer's blood glucose level was not reported. The insulin pump did not turn on. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.